Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a lead issue with 2 distal electrodes broken and remained implanted. When the lead was removed, only 6 electrodes were attached to the lead. MRI guidelines were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.